Manufacturer narrative:
Lead noise was confirmed by analysis. As received, a partial lead was returned in one piece. The inner insulation was damager near the suture tie impression. The cause of noise was due to damaged inner insulation consistent with overtightened suture.

Manufacturer narrative:
Correction: manufacturing date should have been jul 24, 2009.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for a routine device change out. The right ventricular lead and right atrial lead were found to have stored episodes of lead noise. The leads were extracted and replaced. The patient was in stable condition following the procedure.